Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had effective stimulation. The sjm rep met with the pt for reprogramming, and it was determined there were multiple contacts which were invalid, and stimulation could not be restored. Follow up identified an x-ray had been taken which was inconclusive. The physician planned to undertake surgical intervention at a future date to address the issue.